Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h6, h10, h11. Corrected fields: d1, g1.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found that the battery was fully discharged. The battery would not charge, despite charging the battery for 72 hours. The fse also observed that the battery voltage was not showing as it relates to the reported issue. The fse determined that the battery requires replacement. The fse performed functional and safety checks to meet factory specifications. However, the unit was returned to the customer in partial working condition as the iabp unit does not operate on battery mode. Repairs are ongoing and a supplemental report will be submitted if additional information is provided. The full event site name is (B)(6) hospital.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) was not working on battery power. There was no patient involvement, and no adverse event reported.